Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 400 mg/dl. Customer¿s current blood glucose was 140 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.